Manufacturer narrative:
Results: although it was initially reported that a sample was available for evaluation, a sample was not returned. As previously reported, on 5/23/2016, the manufacturing plant performed an initial no sample investigation. A review of the device history record revealed no irregularities during the manufacture or the reported lot # 5231375. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is available for evaluation, however on 5/23/2016, the manufacturing plant performed an initial no sample investigation. A review of the device history record revealed no irregularities during the manufacture or the reported lot # 5231375. Additionally, CAPA (B)(4) was opened to identify and address the potential causes of safety shield disengagement. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a 27 g x 1/2 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle, the safety mechanism detached from the device upon activation and a nurse obtained a contaminated needle stick injury. The nurse was evaluated by occupational health and received post exposure lab work. The results of the lab work are unknown. The nurse did not receive any prophylaxis or any other medical interventions.